Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining reproducible elevated troponin I (accutni) results over a period of (B)(6) 20/2011. The customer switched the instrument from synchron lxi 725 clinical system to unicel dxi 600 access immunoassay system during this period, and it is unknown which results were obtained from which of these two instruments. This report documents a result, above the acute myocardial infarction threshold, generated on (B)(6) 2011 for one (1) patient. The result was reported out of the laboratory, but did not match the clinical picture of the patient. It is unknown if there were any changes to patient treatment in connection to this event.

Manufacturer narrative:
Sample collection device and centrifugation information was not provided. Qc and system check data was not provided. Access accutni reagent lot number was not provided. The customer has sent some of the patient samples to bec for further investigation, and the customer's accutni results were reproduced at bec. Interference testing revealed an interference which likely relates to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. As for heterophile antibodies interference, the results do not correlate with the clinical status of the patient. Note: access accutni reagent, 2x50 det: catalogue number a78803, product code mmi, 510(k) number k010429. This report contains information on the customer's unicel dxi 600 access immunoassay system only. The information on the customer's other instrument synchron lxi 725 clinical system is listed below: brand name: synchron lxi 725 clinical system, refurbished. Type of device: discrete photometric chemistry analyzer for clinical use. Product code: jje. Catalogue number: a63254. Serial number: (B)(4). The 510(k) number: k023049. Device manufacture date: 09/11/2000. The below listed mdrs are being reported for the events on different dates at this customer site: 2122870-2011-06428, 2122870-2011-06429, 2122870-2011-06430, 2122870-2011-06431, 2122870-2011-06432, 2122870-2011-06433, 2122870-2011-06434, 2122870-2011-06435, 2122870-2011-06436, 2122870-2011-06437, 2122870-2011-06438, 2122870-2011-06439, 2122870-2011-06440, 2122870-2011-06441, 2122870-2011-06442, 2122870-2011-06443, 2122870-2011-06444, 2122870-2011-06445, 2122870-2011-06446, 2122870-2011-06447, 2122870-2011-06448.